Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was receiving lioresal (concentration of 2000 mcg/ml, dose of 402 mcg/day) via an implantable infusion pump for stroke and intractable spasticity. It was reported on (B)(6) 2016 that a motor stall, low battery reset, and safe state had occurred. The healthcare provider (hcp) contacted the rep and stated that the critical alarm was sounding every 10 minutes. It was stated that a reset was displayed in the event logs and something about ¿battery¿. No record was found assigned to this patient. The only event that was in the pump logs on (B)(6) 2016 is a motor stall recovery. All of the previous events were no longer in the event logs due to the pump being updated multiple times to decrease the patient¿s dose. It was stated the patient experienced withdrawal symptoms, itching, increased spasticity, and just not feeling right. The symptoms and pump alarming began on (B)(6) 2016. The 2009 stroke was only mentioned due to the drug the patient was taking and the delayed replacement of the pump due to inr levels. The patient was supposed to have his pump replaced on (B)(6) 2016 but couldn¿t due to inr at the appropriate level to go to surgery. Patient had a history of stroke. An aspiration of the catheter access port was performed (B)(6) 2016 by managing doctor, which was successful. The patient was started on oral baclofen due to the patient symptoms. He was currently on 15 mg, 4 times daily. The rep said that hcp said the oral baclofen appeared to help. The pump was replaced on (B)(6) 2016. The patient¿s status was unknown.

Manufacturer narrative:
Other relevant components include: product ID: 8709sc, lot# serial# (B)(4), implanted: explanted: product type: catheter. Analysis of the pump found high resistance with the battery. Analysis of the catheter found the pump connector had user damage beyond intended reliability. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) via the return paperwork. The pump logs were provided, last examined at (B)(6) 2016 (last changed (B)(6) 2016) and showed the patient was receiving intrathecal lioresal 2000 mcg/ml at 249.8 mcg/day. The motor stall recovery occurred on (B)(6) 2016 at 14:57 and an active audible alarm was silenced on (B)(6) 2016 at 14:57.

Manufacturer narrative:
Update: analysis of the catheter indicates that there was sc connector damage during the explant of the device. (B)(4).

Event description:
Additional information was received from the hcp on 2017-may-04. The hcp provided the weight of the patient at the time of the event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code is being updated for this event. Correction number: z-2276-2009 also applies.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from business partner indicated that the patient had begun use of intrathecal gablofen on (B)(6) 2011 at 402.4 mcg/day with unknown lot #, route of administration and expiration date. The patient's withdrawal symptoms included pruritis and increased spasticity. They had received oral baclofen and pump replacement as medical treatment for the event. The baclofen was not discontinued in response to the adverse event. The patient was hospitalized (admission dates (B)(6) 2016 and (B)(6) 2016) and their medical history included stroke left hemiparesis and coagulopathy. Patient was not taking any concomitant medications or dietary/supplements at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.